Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the insulation on the mobile power unit (mpu) was damaged and cable was disconnected. There was no patient involved in the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing, patient cable and connector was confirmed with the reference photos of mobile power unit (serial # (B)(6). The submitted reference photos captured a damaged/crushed section on the outer insulation of the patient cable, the separation of the sleeve around the connector, deformed pin within the black power connector, stress fractures on the top housing near two corners, a stress fracture on the bottom housing near the ac cord socket, and a stress fracture on the battery door near the locking screw. The damaged/crushed section on the outer insulation of the patient cable appeared to have been mechanically induced. The separation of the sleeve around the connector appeared to be related to the loss of adhesion from the glue. The deformed pin within the black power connector appeared to be related to a misalignment issue when mating the two connectors. It was noted the pin is designated as one of the redundant negative power lines. The stress fractures on the top and bottom housing (near two corners on top housing, near the ac cord socket and on the battery door near the locking screw) appeared to be related to a sudden impact. The stress fracture on the battery door appeared to be related to the overtightening of the locking screw. A root cause of the damaged housing and connector could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on 27jul2015 on customer order (B)(4). It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.